Event description:
The manufacturer received info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code and a "service required" code were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issues.